Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an elastomeric pump under infused during infusion of 84 ml of fluorouracil. It appeared that only a small amount had infused during the seven days though the volume left was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.